Event description:
The reason for call was patient mentioned they were trying to charge their ins and every time they recharge the ins they got an error message. Patient didn't remember the error message. Patient stated they got 2 controllers. They said they couldn't recharge the controller. They left the controller connected to ac power supply but after that they got no device found when recharging the ins> during the call patient took out the li battery pack. Patient plugged in the ac power supply to a wall outlet and there was a green light. Patient connected the controller to the ac power supply without the li battery pack and confirmed the controller did turned on. The patient reinserted back the li battery pack and there was a green flashing light. Patient didn't have their recharger. Agent advised the patient to try recharging the ins and reviewed passive recharge. Patient will call back if needed further assistance.

Manufacturer narrative:
Continuation of d10: product ID 97745, (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.